Manufacturer narrative:
D.4 unique device identifier (UDI) number is not available for this product as it is a class ii medical device manufactured before september 24, 2016 which is the FDA compliance date to implement UDI code. H11: livanova deutschland manufactures the heater-cooler system 3t. A livanova field service engineer was dispatched the customer site. To sole the issue, the circulator motor and the erosion kit were replaced. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that the 3t heater cooler device showed the alarm pump 1 is blocked (too slow, ee7) on the patient side during a procedure. There is no report of any patient injury.

Event description:
See initial report.

Manufacturer narrative:
H11: a device service history review has been performed and identified that the unit was manufactured in 2015 and two previous occurrences of ee07 were reported before. From the review of post-marked data, no concerning trend has been identified for this issue. Based on the outcome of service activity, the most likely root cause of the event was related to a jammed stirrer motor, likely favored by the environmental conditions in which it works such as condensation, humidity and high temperatures, and by the action of disinfectants used in cleaning procedures, that contribute to wearing of the part. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.